Event description:
Event descriptionguidant received information that the implantable cardioverter defibrillator (ICD) and lead system was inhibiting pacing leaving the patient feeling symptomatic. It was further reported that this patient has heart block. All lead measurements were stable and within normal limits. Noise could not be recreated with non-invasive measures. However, the patient was able to recreate the symptoms with arm movements. When the sensitivity of the ICD was reprogrammed most the patient became symptomatic immediately. Guidant received information that the model 0157 lead was capped and replaced and the ICD was electively removed.